Manufacturer narrative:
Additional information as added to a2, b2, b5, b6, b7, and d10. Additional information for b5: the patient experienced the onset of peritonitis and was hospitalized on the same day. On the same day, the patient began treatment with ceftazidime (3 gram (g), once a day) and vancomycin (3g, once a day) through intraperitoneally (ip) for the event. The next day, the patient started treatment with ceftazidime via IV (intravenous) for three days. For approximately a month, the patient was also treated with ceftazidime (125 milligram (mg/l) via ip. On an unreported date, the patient had recovered from the event. Six days after the onset of peritonitis, the patient was discharged from the hospital. Approximately a month after the onset of peritonitis, the pd catheter was removed, and patient switched to hemodialysis (hd). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.